Event description:
The cement was "clumpy" after mixing. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event was attributed to the environmental conditions within the or and/or the actual mixing equipment used.